Event description:
It was reported that the user experienced hyperglycemia after a supply change with an inset infusion set on the ilet, with a peak blood glucose of 222 mg/dl and duration above 180 mg/dl for approximately 1¿2 hours, and the user attributed the event to running out of insulin before the change. Investigation included technical support troubleshooting. Investigation of this case revealed no device malfunction reported and glucose levels decreasing after resumption of insulin delivery. Symptoms included a headache. Outcomes included no medical intervention, and glucose trended down on follow-up. It was concluded that the event was consistent with hyperglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.